Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of dislodged stent from patient. Device issue: stent dislodgement. It was reported that the target lesion was the rca, distal to another company's freshly implanted stent. The promus stent was unable to cross and an attempt was made to pull the promus stent delivery system (sds) into the guiding catheter, at which time the stent dislodged. The dislodged stent was snared from the pt with no complications. No patient effects were reported. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - the device IFU states: "although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents." It is possible that as the sds was advanced, an interaction with the other stent implant could have contributed to the difficulties crossing the lesion and the dislodgement, though this could not be verified. Although a definite root cause cannot be determined, based on the incident info, there is no indication of a product quality issue.